Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed fault 08 (motor controller fault detected)," which was not confirmed during the functional testing and the archive data review. There was no fault 08 recorded in the entire archive; however, the archive revealed multiple fault 16 (timeout moving to take-up position) recorded around the reported event date. The fault 16 was reproduced during the functional run-in testing performed at zoll. The root cause of fault 16 was a malfunctioning drive train motor, likely attributed to failed component(s). The customer reported a complaint that "the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation)," which was confirmed during the functional run-in testing and the archive data review. The root cause of ua17 was a malfunctioning drive train motor, likely attributed to failed component(s). Unrelated to the reported complaint, a small crack on the front enclosure was noted upon visual inspection. The likely root cause of the observed physical damage was user mishandling or normal wear and tear. The front enclosure was replaced to address the observed physical damage. The archive data indicated multiple fault 16, and ua17 recorded around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua45 (not at "home" position after power-on/restart) displayed upon powering on. The encoder drive shaft was not at the home position upon powering on the device, unrelated to the reported complaint. The drive shaft was rotated to the home position to clear ua45 and perform further testing. Fault 16 and ua17 were reproduced during the functional run-in test, thus, confirming the customer's reported complaint. The drive train motor was replaced to address the reported complaint. During service, unrelated to the reported complaint, observed that the channel was heavily contaminated with fluid. The channel diecast was replaced to address the observation. Following service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(4).

Event description:
The autopulse platform (B)(4) was deployed to resuscitate a cardiac arrest patient. During the patient call, the crew reported that the autopulse platform displayed fault 08 (motor controller fault detected). The crew reverted to manual CPR for the rest of the call. No consequences or impacts on the patient. During the device check after the patient's use, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation).